Manufacturer narrative:
Apoc incident # (B)(6) the investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l20018.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 0.09 ng/ml on a (B)(6) year old female patient with chest pain. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Positive cut-off value: I-stat: 0.07 ng/ml. Beckman coulter unicell dxi 800: 1.00 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no evidence that the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: (B)(4). Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).